Event description:
This is a spontaneous case report received from a female consumer of unspecified age, via regulatory authority (case# mw5039265) in united states on 15-jan-2015 which refers to herself, who had essure (ess205) (fallopian tube occlusion insert) inserted in 2006. Consumer reported that she had no problems, however about 6 years after placement she started having health issues starting with vertigo, she went to the doctors and was told it had to do with sinus issues. Later, she started getting itching and swelling and rashes on different parts of her body, she stated that the scariest was her throat. She had these symptoms a number of times, along with having allergies to food that used to be able to eat to numbness in her hands that would come and go for short periods of time before she could do anything to. Her crowns in mouth just falling out; her hair thinning out/ falling out; weight gain. She took so many steroids that she ended up having acute pancreatitis and headaches. These were just some of the issues. She have been to so many doctors and they tell her different diagnoses; but she was still having the issues until one day her hand was so swelled that she thought that it would pop and she just prayed for this to just go away. Then for no reason essure popped in her head. She reported that since she had they removed along with her fallopian tubes the swelling of her hands has gone down; and she was just waiting to see how other issues that have affected her body go away. She has pictures; hospital bills if needed; but she stated that the medical devices really need to be taken off the market. She also stated that her life for the last two years has been completely awful and not knowing the root of the issue would drive her crazy. Correction 02-feb-2015 following company internal coding review: the event "crowns in my mouth just falling out" was recoded to meddra llt "device dislocation". Ptc investigation result received on 02-feb-2015. (B)(4). Final assessment: this is report from an unknown patient with no contact information to conduct a follow-up. The symptoms reported could not be confirmed. Since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse events considered related are known, possible, undesirable events and not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. No complaint sample was provided for a technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced rashes on different parts of body and developed acute pancreatitis. She was submitted to a salpingectomy with removal of essure devices. Additionally, she reported crowns in her mouth just falling out. These events were considered serious due to medical importance. Rash is listed according to essure's reference safety information, while the remaining events are unlisted. The essure insert consists of a nickel-titanium alloy. Allergic reactions to essure are more commonly related to nickel sensitivity and its manifestations include skin itching, rash, eczematous dermatitis, and hives. In this particular case, limited information was provided, consumer stated she had food allergies which could also led to rashes; however given the positive temporal relationship causality between the reported rashes and essure cannot be excluded. Regarding acute pancreatitis, considering its possible etiologies (gallstones, alcohol abuse, hypertriglyceridemia, hyperkalemia and drugs) and given essure local action at fallopian tubes, causality with the insert is considered very unlikely, this same assessment is given to the event crowns in her mouth just falling out. Due to the reported intervention this case was regarded as incident. The product technical analysis concluded unconfirmed quality defect and that there is no reason to suspect a causal relationship to a potential quality deficit based on this report.

Manufacturer narrative:
Follow up information received on 28-jul-2015: the required number of follow-up attempts has been completed, with no response to date. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced rashes on different parts of body and developed acute pancreatitis. She was submitted to a salpingectomy with removal of essure devices. These events were considered serious due to medical importance. Rash is listed according to essure's reference safety information, while the remaining event is unlisted. The essure insert consists of a nickel-titanium alloy. Allergic reactions to essure are more commonly related to nickel sensitivity and its manifestations include skin itching, rash, eczematous dermatitis, and hives. In this particular case, limited information was provided, consumer stated she had food allergies which could also led to rashes; however given the positive temporal relationship causality between the reported rashes and essure cannot be excluded. Regarding acute pancreatitis, considering its possible etiologies (gallstones, alcohol abuse, hypertriglyceridemia, hyperkalemia and drugs) and given essure local action at fallopian tubes, causality with the insert is considered very unlikely. Due to the reported intervention this case was regarded as incident. Consumer reported an injury (life threatening); however she did not specified it. The product technical analysis concluded unconfirmed quality defect and that there is no reason to suspect a causal relationship to a potential quality deficit based on this report.

Manufacturer narrative:
Follow-up information received on 02-apr-2015 patient's initial was updated. Essure was inserted on (B)(6) 2006 and removed on (B)(6) 2014. An injury (life threatening) was mentioned but not specified and /or assigned to one of the events. Correction on 23-apr-2015 following a company internal review: the event "crowns in my mouth just falling out" was recoded to meddra llt "tooth disorder". Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced rashes on different parts of body and developed acute pancreatitis. She was submitted to a salpingectomy with removal of essure devices. These events were considered serious due to medical importance. Rash is listed according to essure's reference safety information, while the remaining event is unlisted. The essure insert consists of a nickel-titanium alloy. Allergic reactions to essure are more commonly related to nickel sensitivity and its manifestations include skin itching, rash, eczematous dermatitis, and hives. In this particular case, limited information was provided, consumer stated she had food allergies which could also led to rashes; however given the positive temporal relationship causality between the reported rashes and essure cannot be excluded. Regarding acute pancreatitis, considering its possible etiologies (gallstones, alcohol abuse, hypertriglyceridemia, hyperkalemia and drugs) and given essure local action at fallopian tubes, causality with the insert is considered very unlikely. Due to the reported intervention this case was regarded as incident. Consumer reported an injury (life threatening); however she did not specified it. The product technical analysis concluded unconfirmed quality defect and that there is no reason to suspect a causal relationship to a potential quality deficit based on this report.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.